Manufacturer narrative:
(B)(4). Date sent: 8/27/2021. D4: batch # u40r5d. H6: component code: mechanical (g04). H2: additional information received: a photo/video was received for review. During the visual analysis, the following was observed: the video shows an er320 device ejecting the clips. Based on the video, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the physical analysis below for further information. Investigation summary the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining three clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lumpectomy procedure, "clips failed to form." There were no patient consequences reported.